Event description:
It was reported the subject revision surgery was to widen the decompression. Two moss 100 ti locking caps, and one moss 100 ti rod 5.5 curved (unknown size) were replaced. There were no reported delays to the procedure and no impact to the patient's outcome as a result of the revision surgery. Product will not be returned.